Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 it was reported that a lead fracture was observed during the vns patient¿s generator replacement surgery on (B)(6) 2013. The manufacturing records of the lead device history records confirmed all quality tests were passed prior to distribution. Good faith attempts were performed to the vns physician and it was confirmed that the lead fracture was identified on the day of surgery. The dcdc value was 0 at the time and the connecting lead showed multiple micro-fractures. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. No x-rays were taken. The manufacturer¿s representative later clarified that the reason for the lead replacement was because a dcdc value of 0 was observed, and the patient historically had a higher value. It was unknown if this value was observed during system or normal mode diagnostics. Product analyses, performed on 08/12/2013, revealed that no anomalies were observed other than typical wear and explant related observations. Abraded openings were identified in the outer and inner silicone tubing. The lead assembly has remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other information has been provided.

Event description:
The generator analysis was completed on (B)(4) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.